Event description:
The physician was attempting to implant a 3.0mm diameter x 18mm length endeavor sprint rx drug-eluting stent to the saphenous vein graft (svg). The device was unable to cross the lesion and on withdrawal the stent struts were damaged. The lesion was moderately tortuous with 70% stenosis. The device was inspected prior to use with no issues noted. The lesion was pre-dilated prior to use with no residual stenosis remaining. There was no resistance noted when removing the device from the patient. No pt injury was reported.

Manufacturer narrative:
(B)(4). Eval results: (stent deformed, failure to deliver stent).